Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 3.4, lab: 2.4, mean: 2.9, confident limits: 1.8-4.2. As per internal procedure, the inratio and lab values are within the confident limits. The product will not be investigated. Also patient used venous blood instead of capillary blood. Also the patient did not wipe the alcohol before testing.

Event description:
The caller alleged discrepant results when compared lab results reported as follows: date: 2008, inratio: 3.4, lab: 2.4.